Event description:
Information received from the field notes that the patient complained of feeling the pacemaker pace intermittently in the anterior chest. Although the device was programmed to lower output levels, the stimulation did not stop. The patient's underlying rhythm was 65 bpm. A follow-up visit notes that the patient showed av pacing at 110 ppm. The the patient stated that the stimulation had decreased in frequency.